Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No moisture damage found on the electronics, motor, battery tube and vibrator noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and alarmed button error. The customer stated that she accidentally dropped the insulin pump into a basement full of water leading up to the issues. She noted that there was no water under the screen, but the screen would come on and off intermittently within seconds. It was found that the customer had a locked keypad, which she was assisted with unlocking. Afterward, she was unable to get any of the buttons to respond but noted that the time continued to advance. The insulin pump alarmed button error thereafter. The customer's blood glucose was 162 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.